Manufacturer narrative:
Batch review performed on 20 october 2020: lot 092739: (B)(4) items manufactured and released on 16-dec-2009. Expiration date: 2014-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
The patient had signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.